Manufacturer narrative:
Describe event or problem updated and corrected. Relevant tests/lab data updated. (B)(4).

Event description:
(B)(4). Same case as 2134265-2011-05813 it was reported that post a coronary artery stenting treatment procedure restenosis occurred. Lesion 1 was de novo lesion located in the mid right coronary artery with 100 % stenosis and was 24 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 mm x 30 mm and 3.00 mm x 24 mm taxus liberte stents. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. On an unknown date in (B)(6) 2011, the patient complained of anginal discomfort with minor exertion. She had retrosternal discomfort that radiated to the neck. On 316 days post index procedure, the patient was admitted and the diffuse instent stenosis of previously placed study stent was treated with flextome 2.75mm x 10mm cutting balloon angioplasty. It was noted that there was difficulty to advance this balloon. This was treated by advancing 2.0mm x 15mm non-complaint balloon using multiple inflations within in-stent stenosis pass. This was followed using another cutting balloon, readvancing and successfully dilating the instent stenosis. The event as resolved without residual effects.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the lesion in the mid right coronary artery was treated by implanting a 2.75 mm x 38 mm taxus liberte stent not a 2.75x30mm taxus liberte stent as initially reported. The patient returned for a staged procedure in (B)(6) 2011 to the catheterization lab for stent placement in the distal left circumflex. The lesion was 90% stenosis and was 24mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilation and implanting a 2.25 x 28 mm stent. Following post dilation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel.

Event description:
It was further reported that in (B)(6) 2011, the distal left circumflex was 80% stenosed not 90% as initially stated. The 2.25x28mm stent that was implanted was a taxus liberte stent. The patient was discharged from the (B)(6) 2011 re-intervention on aspirin and prasugrel.

Manufacturer narrative:
Describe event or problem corrected stent size from 2.75x30mm to .75 mm x 38 mm. Describe event or problem updated. Device evaluated by manufacturer: (B)(4).